Event description:
Manufacturer received returned infusion pump that was implanted for 67 months. There was no information provided regarding the reason for explant and return. Additional information has been requested from the health care provider, and a follow up report will be sent when new information is received.

Manufacturer narrative:
Final device analysis revealed: motor gear shaft wear.